Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning; however, was not returned as it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal to mid right coronary artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 28 mm xience v stent delivery system was advanced; however, the balloon ruptured during the first inflation of 9 atmospheres for 10 seconds. The stent was not fully apposed to the vessel wall; therefore, post-dilatation was performed with a non-abbott balloon. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up will be submitted with further information.